Event description:
A customer contacted beckman coulter inc., (bec) and reported that (B)(4) chemistry analyzer generated erroneous zero (0) and extremely low results for multiple chemistries on one patient sample. The specimen was re-tested on a different instrument which gave normal results. The results were not reported out of the lab. Patient treatment was not affected in connection with this event.

Manufacturer narrative:
The sample was serum. Originally the specimen was aspirated from an automation line. The repeat testing was done from a stat table. It is an isolated event. No out of linearity flags and no sample based probe obstruction flags of any kind were noted. The erroneous results were caught by the technician using auto verification. The analyzer is now operating within qc specifications. Root cause of this event is unknown. - attachment: (B)(4).